Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, after only 7-8 days patient began to see well to very well both up close and at a distance. But at intermediate distances vision was not good and only slightly improved. From day 10-11 patient started to see more poorly or blurrier and sees the text on screens (phone or television) with a white-gray outline around the words. The near vision, which had become almost perfect at first was now blurry than a week ago. Patient also can no longer see clearly at a distance of 3 to 4 meters and at a greater distance everything was blurry, it was better in the first 10 days. When looking at the computer from 60-70 cm, which was very blurry and the letters are unclear compared to other distances and this aspect was extremely important to the patient as it involves computer and the patient works 7-8 hours a day. Patient started to see halo at night around the lights. Additional information has been requested.